Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syr pca gripper recall - gripper stuck- 08/28/2019 15:53:30 sandra j mcdonald (smcdonal) syr/pca gripper recall-gripper sticking per herb stanley-biomed, the gripper is actually sticking. Herb stanley (253) 403-3899 hstanley@multicare.org unit to be returned to tacoma gen--sister facility 09/19/2019 12:29:52 allan dulay (adulay) est - rcl to mnr 09/25/2019 06:53:47 crisleivy pena (crpena) npi (no patient involvement) confirmed updated from rcl to mnr for the minor repair needed per allan dulay, service tech. Repair approved by herb stanley, clinical engineer, at hstanley@multicare.org for $354. New po# 2327921-0-pur. 10/08/2019 12:47:34 annette a mendez (amendez) 1001901711220009840500119242584904 12/03/2019 19:14:29 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.